Event description:
Pt called in 2002 alleging that one touch basic enhanced meter was giving a "not ok" message and was unable to test. Pt was later found unconscious and the paramedics were called. The paramedics claimed that meter was 60 points off from theirs. No test results are documented. Pt was given some juice. No info has been reported. Sending letter.